Event description:
It was reported the bottom display was faint and staff said it was hard to see. The device was returned for service. There was no patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification. It was also noted that the upper case, lower case, and battery drawer were broken, the battery release, heart block, and lead flex cover were contaminated, the side bail covers, two case screws and side bails were missing, the battery contacts were compressed, the ring was bent and the battery flex was corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.